Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08223. It was reported the pt had been experiencing throbbing sensation at the ipg site down the leg for approx three weeks. The stimulation feeling turned into burning sensation down the leg when the stimulation was turned on. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.